Manufacturer narrative:
On 17-jan-2022, mentor received additional information regarding the procedure and the event date. Initially, the procedure was reported as a breast augmentation. However additional information revealed that the procedure was a primary breast augmentation. The patient¿s surgeon stated that the patient experienced the right-sided deflation sometime in 1999. The event date was estimated as (B)(6) 1999 based on available information. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation with a 375cc mentor siltex round moderate profile prosthesis and experienced right-sided deflation postoperatively. As a result, the patient underwent bilateral removal and replacement with two 400cc mentor memorygel breast implant prostheses (catalog #: 3544007, right #: (B)(4), left lot #: (B)(4)) on (B)(6) 2000.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number:(B)(4).